Manufacturer narrative:
Exemption number (B)(4). On (B)(4) 2011, the FDA granted the permission for the manufacturer, fidia farmaceutici spa, to submit a single MDR for adverse events that involve medical devices manufactured by fidia farmaceutici spa and imported into the USA by (B)(4) as a consequence, fidia farmaceutci spa (the manufacturer) is submitting this report on behalf of (B)(4) (the importer). The present MDR report satisfies the reporting obligations for both companies.

Event description:
Based on the initial info received on (B)(6) 2012, the case was considered non-serious as it did not fulfill any seriousness criteria. Based on the additional info received on (B)(6)2012, the initial importer (B)(4) and the manufacturer (fidia spa - (B)(4)) concurred to take the more conservative course and upgraded this case to serious. The below narrative includes an initial report from the consumer on (B)(6) 2012 plus subsequent follow-up: this consumer reports that her (B)(6) husband started on hyalgan (sodium hyaluronate) once a week, via an injection into his right knee in (B)(6) 2012, about nine weeks ago, for right knee osteoarthritis. The pt's relevant medical history and relevant concomitant medications include: he takes an unspecified medication for high blood pressure. The pt's relevant past drug history is unknown. In (B)(6) 2012, about 9 weeks ago, the pt received his first injection of hyalgan. In 2012, he received hyalgan injections weekly, for a total of 5 injections. He experienced no improvement in his knee and his knee was hurting even more than before hyalgan injections. He received his last hyalgan injection in (B)(6) 2012, about 2 to 3 weeks ago. In (B)(6) 2012, about 2 days after his last hyalgan injection, his knee was hurting very bad so he had to go to an emergency room (ER) due to the pain. In the ER, he was administered demerol and was given a knee brace to stabilize it. In 2012, after the visit to the ER, his family physician started him on "percocet 10" for his knee pain. He was also using a cane for walking. There is no relevant laboratory data. As of (B)(6) 2012, he no longer was receiving hyalgan and continued to experience sharp pains in his right knee and had no improvements. He continued to take percocet for his pain and he continued to use a cane for walking. The wife had no info about the lot number and expiration date of hyalgan because the injections were given at the doctor's office. (B)(6) 2012 follow-up: the consumer stated that the right knee was ten times worse. It had a lump on it "like all the medicine is all in one spot" and was swollen to three or four times its original size. They went to the emergency room once about three weeks ago, further described as at (B)(6), where the pt received a shot of demerol in the right hip (to be clarified whether hip or knee). There was no further treatment or diagnostics done at that time but they will return to the doctor soon for treatment. Pain was in the knee overall, he was taking percocet "10's" and was using a cane or elevating it, he could hardly walk.